Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, a sales representative reported via phone that qty. 2 of an ar-1938bch suture anchor, biocomposite, knotless hip suturetak, and an ar-2923bch suture anchor biocomposite hip pushlock had an issue during a hip arthroscopic labral repair procedure on (B)(6) 2025. When using the first ar-1938bch suture anchor, upon shuttling the first repair stitch through, the lead stitch broke. All stitches were cut out and removed, but the anchor remained inside the patient. When using the second ar-1938bch suture anchor, upon shuttling the lead stitch, the top one-third of the anchor broke off inside the patient. The surgeon removed all stitches and the broken top of the anchor, but the remaining two-thirds of the anchor stayed inside the patient. When using the ar-2923bch suture anchor biocomposite hip pushlock, that anchor pulled out after insertion in one piece. Everything was removed from the patient. The third anchor was discarded, and no pictures were taken. The procedure was completed successfully, using a knotless fibertak anchor and a pushlock anchor with unknown product part numbers. The case was delayed for about 10 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces, prying/leveraging the device during insertion, and/or misaligned insertion.